Event description:
It was reported that the stent delivery system was difficult to remove. The target lesion was located in the right internal carotid artery. A 6.0-22 carotid wallstent self-expanding was selected for treatment. However, after the stent was placed successfully, resistance was noted upon removing the stent delivery system. Re-sheathing and retrieving were attempted; however, the resistance persisted. The physician managed to remove the stent delivery system from the non-boston scientific (non-bsc) embolic protection device, and the non-bsc protection device was then removed by standard retrieval method. The procedure was completed with this stent. There were no patient complications as a result of this event.

Manufacturer narrative:
Correction was filed to update h7 and h9.

Event description:
It was reported that the stent delivery system was difficult to remove. The target lesion was located in the right internal carotid artery. A 6.0-22 carotid wallstent self-expanding was selected for treatment. However, after the stent was placed successfully, resistance was noted upon removing the stent delivery system. Re-sheathing and retrieving were attempted; however, the resistance persisted. The physician managed to remove the stent delivery system from the non-boston scientific (non-bsc) embolic protection device, and the non-bsc protection device was then removed by standard retrieval method. The procedure was completed with this stent. There were no patient complications as a result of this event.

Event description:
It was reported that the stent delivery system was difficult to remove. The target lesion was located in the right internal carotid artery. A 6.0-22 carotid wallstent self-expanding was selected for treatment. However, after the stent was placed successfully, resistance was noted upon removing the stent delivery system. Re-sheathing and retrieving were attempted; however, the resistance persisted. The physician managed to remove the stent delivery system from the non-boston scientific (non-bsc) embolic protection device, and the non-bsc protection device was then removed by standard retrieval method. The procedure was completed with this stent. There were no patient complications as a result of this event.